Event description:
Customer reported receiving low results from the freestyle meter. Customer consumed sweets based on these low results to bring the glucose level up. Customer reported fainting and being transported to the hospital by paramedics. Customer reported a lab test being performed at the hospital which resulted in a reading above 700 mg/dl. Customer was treated intravenously at the hospital to bring glucose level down. Additionally, control solution tests were performed at the time of the call after correcting the meter's unit of measure setting from mmol/l to mg/dl. The control solution test result was out of range high.